Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. Discarded at account.

Event description:
It was reported that during a surgical procedure at the user facility, the suction tip broke. The procedure was completed successfully without a clinically significant delay or medical intervention.

Event description:
It was reported that during a surgical procedure at the user facility, the suction tip broke. The procedure was completed successfully without a clinically significant delay or medical intervention.